Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received no delivery alarms and high blood glucose of 600 mg/dl and was taken off of insulin pump therapy on (B)(6) 2016. Caller inquired if settings would still be available after being disconnected from insulin pump for that period of time. Caller was advised that basal rates were still programmed. Troubleshooting was not performed as no delivery alarm was a past issue. Caller was advised to call back for troubleshooting and replacement of supplies.